Event description:
Boston scientific received information that another manufacturer's right ventricular (rv) lead and this pacemaker exhibited oversensing of noise on rv channel which led to inappropriate ventricular tachycardia (vt) events. The noise was able to be recreated with isometrics and the rv threshold measurement had slightly increased. Since the patient is not pacemaker dependent, the impedance measurements and sensing were still appropriate the physician opted to continue to monitor the patient. Ten months later the patient presented for another follow-up visit and noise was still seen on the other manufacturer's rv lead. High out of range pacing impedance measurements of greater than 2500 ohms were also observed when the lead was programmed in bipolar configuration. The lead was reprogrammed to unipolar configuration. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was seen on the electrograms (egms).

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient presented to the clinic after being lost to follow up for two years. Upon interrogation the pacemaker was at end of life (eol) battery status. A revision procedure was performed where the pacemaker was explanted and replaced. During the procedure another manufacturer's right ventricular (rv) lead was also surgically abandoned due to continued impedance measurement issues in bipolar configuration and loss of capture (loc). The physician believed the issue to be due to the fact that the rv lead had been implanted for almost 20 years. A new rv lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.